Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system intermittently displayed restart error messages during a procedure. The staff initially was restarting the system in order to continue, but then the system would not restart at all and was down. There is no report of patient injury.